Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's mother reported there are black lines on the screen of the meter. No adverse event reported. Requested return of the alleged meter for evaluation.